Event description:
Device 1 of 3. Ref MFR reports: 1627487-2013-18709 and 1627487-2013-18710. It was reported the patient is experiencing ineffective stimulation and pain at the ipg site. The patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.